Manufacturer narrative:
Device code 2017: prolapsed. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The product was not returned to abbott vascular for analysis. It should be noted that the electronic instructions for use (eifu), states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. Do not allow the guide wire to remain in a prolapsed condition. In this case, although it was reported that the guide wire was intentionally slightly prolapsed, the IFU states not to allow the guide wire to remain in a prolapsed condition. In this case, it does not appear that the guide wire remained prolapse. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the lot number was not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
B3: date of event has been estimated. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 2017 - prolapsed. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified peripheral artery. A 300 cm command guide wire was used. The tip was slightly prolapsed intentionally and a support catheter was also used. However, the coating of the guide wire peeled off during removal from the support catheter. Therefore, the device was removed with the catheter as a single unit. An unspecified command guide wire was then used to successfully complete the procedure. No additional information was provided.